Manufacturer narrative:
Describe event or problem: previously submitted emdr inadvertently omitted additional information regarding the patient¿s seizures from the incoming communication. This report is being submitted to correct this information.

Event description:
Additional information was received from the treating neurologist¿s office indicating that a device malfunction was not suspected ¿other than battery strength.¿ it was initially indicated that the device was ¿not working properly¿ because the patient¿s caregiver had noted less impact on vocalization during stimulation on-times and a slight increase in seizures. The patient¿s average seizure frequency per month in (B)(6) 2012 was about two to four seizures, per mother. The battery indicator was reported to be about greater than 4/5 depleted. Previously in (B)(6) 2012, it was indicated that the patient¿s seizures had decreased from four to two per month, but the relationship of the seizure frequency during that time to pre-vns baseline level was unknown. Attempts for additional information have been unsuccessful to date.

Event description:
It was initially reported that the patient had generator replacement on (B)(6) 2013 prophylactically. Clinic notes dated (B)(6) 2012, a month prior to surgery, indicated that the patient's seizures have decreased. A referral for generator replacement was performed on this date. The generator was returned to the manufacturer for analysis, and the return product form from the hospital reported the reason for replacement as end of service (battery depletion). However a nurse at the neurologist's office reported on (B)(6) 2013 that the reason for generator replacement was that the device was "not working properly". No further details were provided at that time. Attempts for additional information for clarification for the reason for replacement have been unsuccessful to date. Product analysis of the explanted generator revealed that there were no adverse functional, mechanical, or visual issues identified with the returned generator. Results of diagnostic testing and monitoring indicated the device was operating properly. Electrical test results showed that the pulse generator performed according to functional specifications. The results of diagnostic testing indicated that the battery status indicated ifi=yes which appears to be appropriate based on downloaded device data; generator performed according to functional specifications.

Event description:
Per the physician¿s response that was previously reported, the patient was seen after revision surgery on (B)(6) 2013. The patient experienced brief behavior arrest, facial twitch for a few seconds, no gtc, and was back to early summer 2012 baseline.

Manufacturer narrative:
Review of manufacturing history records performed. Review of the generator manufacturing history records confirmed all quality tests were passed prior to distribution.

Event description:
Additional information was received from the physician in response to a faxed request from the manufacturer for information. Per the physician, the (B)(6) increase in seizure reported over the phone was the patient experiencing seizure four times per month. After medication changes, the patient experienced two seizures per month. At the (B)(6) visit, the patient's mother reported general tonic clonic seizures at school on (B)(6), which was unusual. Also, the patient experienced voice effect of vns. This was the only change after replacement as of february 5 visit. No causal or contributory programming or medication changes preceded the onset of the decreased perception to stimulation. No patient manipulation or trauma is believed to have caused or contributed to the decreased perception to stimulation. The patient's settings as of (B)(6) 2010 were provided and it was noted that the patient had 2 seizures a month at that time.